Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. They declined to provide information on whether this issue affected their blood glucose levels. Upon receiving guidance from technical support, the customer attempted various troubleshooting steps but continued to experience the problem. As a resolution, technical support arranged for a replacement pump to be sent, and the customer acknowledged the process for returning the defective pump.